Event description:
Reporter alleged the blood glucose monitoring test strip vial lot number is smeared and the use-by date numbers are missing except for one of them. Reporter stated another test strip vial out of the same box had the information on it and it was readable. Reporter indicated that treatment and actions taken are not associated with the alleged report. A request was made for the return of the suspect device and replacement product was sent.